Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix srl. Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation of the device involved will be performed as soon as the device becomes available. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation are available. Orthofix srl has requested further information on the event such as device batch number, patient diagnosis and surgery description, information on patient current health condition and the device availability for the technical evaluation. Unfortunately, this information has not yet been made available. As soon as the results of the investigation and/or further information are available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: (B)(4). Batch number: unknown. Quantity: 1. Hospital name: (B)(6). Surgeon name: dr. (B)(6) & dr. (B)(6). Date of initial surgery: (B)(6) 2018. Body part to which device was applied: left foot. Surgery description: unavailable. Patient information: (B)(6), female. Problem observed during: into treatment. Type of problem: device functional problem. Event description: (B)(6) placed a mini rail on the left foot of patient dg on (B)(6) 2018. This surgery went as planned. The doctors saw the patient in clinic for follow up the week of (B)(6) 2018 and the patient's mother claimed the mini rail was "skipping" when making adjustments, and not adjusting any further. The patient was taken back into the or on (B)(6) to replace the suspect mini rail with a new one of the same type. The complaint report form also indicates: the device failure did not have any adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was required (date of the additional surgery: (B)(6) 2018). Copies of the operative reports are not available. Copies of the x-ray images are not available. Patient current health condition: unavailable. On (B)(6) 2018 orthofix srl received from the local distributor copy of the operative report with the patient's x-ray. Manufacturer reference number: (B)(4). Distributor reference number : (B)(4).

Event description:
The information initially provided by the local distributor indicates: product code: m103 (minirail, short, lengthener). Batch number: unknown. Quantity: 1. Hospital name: (B)(6) hospital. Surgeon name: drs. (B)(6). Date of initial surgery: (B)(6) 2018. Body part to which device was applied: left foot. Surgery description: unavailable. Patient information: (B)(6), 10 years, female. Problem observed during: into treatment. Type of problem: device functional problem. Event description: drs. (B)(6) placed a mini rail on the left foot of patient (B)(6) on (B)(6) 2018. This surgery went as planned. The doctors saw the patient in clinic for follow up the week of (B)(6) 2018 and the patient's mother claimed the mini rail was "skipping" when making adjustments, and not adjusting any further. The patient was taken back into the or on (B)(6) to replace the suspect mini rail with a new one of the same type. The complaint report form also indicates: the device failure did not have any adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was required (date of the additional surgery: (B)(6) 2018). Copies of the operative reports are not available. Copies of the x-ray images are not available. Patient current health condition: unavailable. On may 3, 2018 orthofix srl received from the local distributor copy of the operative report with the patient's x-ray. Manufacturer reference number: (B)(4). Distributor reference number : (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the component lot b164 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint notified from this specific device lot. Technical evaluation: the returned device, received on may 21st, 2018, was examined by orthofix srl quality engineering department. The device was subjected to visual and functional check as per orthofix srl specification. The visual check did not evidence any anomalies. The functional check did not evidence any anomalies. The device still works properly; the moving clamp slides properly along the rail. The device was then tested under static load. The device met the design specification. Medical evaluation: the information made available on the event together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. On april 29, 2018: "what happened is that the fixator was applied to the foot of a 10 year old child, and at 4 weeks it was reported that the device was not lengthening as expected. This was apparently confirmed, and so the device was replaced in the operating theatre. Treatment continues presumably: we are not told of the current situation." On may 12, 2018 with the analysis of the operative report and x-rays: "this report tells us several things: this patient has a congenital deformity of the first metatarsal on both sides that results in shortening of this segment. The ankle joint does not look normal. The patient had previously had the same procedure done for the opposite foot, so the parents were familiar with the procedure. The parents thought that the fixator was not lengthening as it should have been and the surgeon confirmed that. This operation note refers to the procedure in which the first fixator was replaced with a second one. It also confirms that the original osteotomy had fused and required reopening. We assume that the second fixator is working normally. This confirms that it was a 'serious injury' as we reported. The reasons for the failure of the first fixator are not yet known." On june 8, 2018 with the results of the technical evaluation: "this technical analysis shows that very thorough tests have been performed on the returned mini-lengthener, and it is performing as specified and quite normally. This is a puzzle, because in this case the parents already had experience of using a similar device on the opposite foot, and that lengthening was completed without problems. In this case the device was apparently not working correctly and treatment could be continued after a new device had been fitted. Therefore in this case we must conclude that the reason for the failure of treatment in this patient is unknown, as the returned device functions normally." Final comments: the results of the technical evaluation concluded that the returned device still works properly and it could function as intended. The medical evaluation evidenced as follows: " this patient has a congenital deformity of the first metatarsal on both sides that results in shortening of this segment. The ankle joint does not look normal. The patient had previously had the same procedure done for the opposite foot, so the parents were familiar with the procedure. The parents thought that the fixator was not lengthening as it should have been and the surgeon confirmed that. This operation note refers to the procedure in which the first fixator was replaced with a second one. It also confirms that the original osteotomy had fused and required reopening. The technical analysis shows that very thorough tests have been performed on the returned mini-lengthener, and it is performing as specified and quite normally. Therefore in this case we must conclude that the reason for the failure of treatment in this patient is unknown, as the returned device functions normally." Based on the results of the technical evaluation and on the evidences deriving from the medical evaluation, orthofix can conclude that the reason for the failure of treatment in this patient is unknown, as the returned device functions normally. Orthofix srl historical records shows that no other notifications have been received in regards to this specific device lot. Orthofix srl continues monitoring the devices on the market.